Manufacturer narrative:
Device blue split cannula was returned but not on the needle. T1, t2 and suture were not returned. The depth limiter was returned. It is flared and puckered. This indicates difficulty with reaching desired surgical location. The delivery needle shaft is bent toward the left and the distal tip is slightly twisted. A functional test indicates that the device actuator advances normally. There is no manufacturing cause related to support this complaint.

Event description:
It was reported that during an arthroscopic meniscus repair procedure, after t2 was sutured, t2 was found to be loose. The implants were removed from the joint cavity. No patient injuries were reported.